Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer does not get a no delivery alarm on the insulin pump. Customer stated that she entered her carbohydrates in the pump but then her blood glucose will go into the 300s mg/dl customer stated that she ate and then put in her carbs. Customer's blood glucose was 373 mg/dl afterward. Customer treated with a shot. Customer stated that before eating, her blood glucose was 110 mg/dl. Customer stated that she changed the infusion set and her blood glucose is the same again. Customer stated that her blood glucose readings are always above 300 mg/dl. Customer stated that she has nausea and vomiting whenever her blood glucose is above 300 mg/dl. Customer's current blood glucose was 133 mg/dl. Customer stated that she started having unexplained blood glucose readings about 3 months ago. Customer performed the high pressure test and the pump passed. Customer was advised to do a complete set change. Customer was advised that the pump was working as designed.